Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The rv lead was explanted due to high impedance and threshold. There were no inappropriate therapies or consequences to the patient.